Event description:
Additional information was received. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As of this date, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital feeling unwell. An electrocardiogram revealed pacing failure. Temporary pacing was performed as the patient has no intrinsic heart rate. One day later, noise resulting in oversensing was observed in the arrhythmia logbook that had occurred during a ventricular tachycardia event. Similar issues had been noted during the previous visit one month earlier. At that time, the sensitivity and pacing output settings had been reprogrammed. During this interrogation, increased impedance measurements were noted. A lead fracture was suspected. A revision procedure is intended. No further patient symptoms were reported.

Manufacturer narrative:
As this lead was surgically abandoned and no return of product is intended; boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision procedure was performed, this lead was replaced successfully. No further patient symptoms were reported.

Manufacturer narrative:
Should this lead be returned, analysis will be performed and this event will be updated.